Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the cause of the aortic dissection cannot be confirmed; however, per report it appears to be related to a combination of patient factors (B)(6) female with history of chronic steroid use) and procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
There appeared to be an ascending aortic dissection found post deployment of a 23mm sapien xt valve via the transfemoral approach. At the beginning of the procedure, while crossing the patient's native aortic valve for bav, the blood pressure dropped significantly and the physician pulled the balloon back to wait for the patient to stabilize. Bav was then performed with rapid pacing, and it took the patient a little time to recover afterwards. The patient's bp recovered to ~110mmhg, and it was decided to go ahead with valve deployment. At least 3 pacing runs were done for valve positioning. The valve was deployed in 50:50 position with no pvl and no cai. Post deployment the bp remained low (~40s) and the patient was in asystole. Medications including epinephrine were given, the pacer was turned on and chest compressions were started and bypass was initiated. The echo images were reviewed revealing a dissection in the ascending aorta, above the left main (lm) artery, but it didn't include the lm. Prior to the procedure it had been determined that the patient was going to receive support only in case of complications, as the patient was very frail. The echo images showed a cardiac tamponade and a pericardiocentesis was performed. The bypass was interrupted and the bp was sustained with medication. The patient was taken back to the room still intubated in stable, but critical condition. That night the dissection was stable, the patient was taken off pressors and she was holding her blood pressure and was able to follow commands. The patient has history of osteoarthritis with chronic steroids use. It was considered that the wire may have caused a small dissection at the beginning of the procedure, and that the bav, multiple pacing runs and valve deployment in the setting of chronic steroid use, made it worst.